Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump did not rewind and piston moved forward instead. Customer reported that insulin leaked past second o-ring into the reservoir compartment. It was reported that drive support cap was flushed on one side and indented on the other. Customer also reported to have received a motor error alarm. Customer's blood glucose was unknown.